Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Updated fields: d9, h2, h3, h4, h6, h11 correction: h6 (changing medical device component code from a0501 to a051201) the device was returned to olympus for the evaluation and reported problem was confirmed. In addition, the following reportable malfunctions was identified during device evaluation: failed water leak test from cable due to tiny pin hole. A definitive root cause could not be identified. Based on the results of the investigation results, it is likely the following lead to the malfunction: loose mount (coupler) and tiny pin hole in cable was due to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had a loose mount. The issue occurred during the preparation for an unknown procedure that was completed using a similar device. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had a loose mount. The issue occurred during the preparation for an unknown procedure that was completed using a similar device. There was no report of patient harm.